Event description:
It was reported that a patient underwent an unspecified breast surgery with mentor memorygel breast implant gel breast prostheses that both ruptured post implantation. Bilateral rupture was diagnosed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral explantation. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) could not be performed on reported lot number 00210 because mentor could not confirm this belongs to any mentor product. If clarification is received, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast prosthesis rupture. D6b explantation date: (B)(6) 2026. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-mar-2026, mentor received additional information about the event: an event date was provided. The patient underwent a primary breast augmentation procedure with the suspect medical device. Patient details (ethnicity, age at time of event) were provided. An updated implantation date was reported. It was confirmed that the reported lot number belongs to a mentor product. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On 20-mar-2026, mentor received additional information about the event. The explant surgery scheduled for (B)(6) 2026 has been cancelled. An updated explantation date was not provided and the device remains implanted in the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) could not be completed because documentation could not be found. Manufacturer¿s reference number: (B)(4).